Event description:
Dräger received an ufr in which the following was reported: " at 13:30 on (B)(6) 2025, non-invasive nippv support was adjusted to 300, resulting in alleviated tachypnea and maintained oxygen saturation. Around 18:00 on (B)(6) 2025, the infant suddenly developed cyanosis with oxygen saturation gradually dropping to 70%. Increasing the oxygen concentration to 100% showed no significant improvement in cyanosis or oxygen saturation. Examination revealed no disconnection in the ventilator circuit, with all connections intact and no alarms from the ventilator. Upon removal of the nasal prongs, the ventilator ceased airflow delivery, after which the infant's oxygen saturation and skin color normalized. Airflow resumed after adjusting the ventilator base, and the issue did not recur thereafter." It was confirmed in the ufr that no health consequences were resulting from the event.

Manufacturer narrative:
The ufr was the only information for this case and was received with 8 months delay; the hospital did not involve the local dräger s&s organization into any follow-up measures soon after the event. The contact person named in the ufr could not provide further information. Dräger derives the following: the device was reportedly used in non-invasive mask ventilation. It is not known which alarms the user expected. The IFU explains that certain types of alarms such as mv low or vt low etc. May be deactivated in niv mode to avoid false alarms. Without knowing the settings of the device in the particular situation is no case-specific evaluation possible. Further, there is no clear hint for the potential presence of a device malfunction. The exact root cause for the reported event cannot be determined due to lack of information but use error cannot be excluded as a contributing factor. Another aspect that substantiates the postulation that indeed there was no issue with the device which would have required repair or correction is the fact that the hospital did not seek for assistance of the manufacturer after the event.